Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was walking during therapy and suddenly experienced shortness of breath and the flow readings were fluctuating. An echo was performed and it was noted that the pt's av was opening 100% of the time and his lv was dilated at 9000 rpm. When the pump speed was increased to 10400 rpm the pt's av had better closure and the outflow graft had normal doppler flow. The pt's ldh was 336. A decision was made to exchange the pt's pump the following day. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.